Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from the united states alleging that their onetouch verio iq meter was reading inaccurately erratic when performing back to back blood glucose tests. The patient claimed that they obtained blood glucose results of "220 and 310 mg/dl" with the subject meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The patient denied developing symptoms or receiving medical intervention due to the alleged issue. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient. The complaint is being ruled out as an adverse event because the patient did not allege any harm due to the alleged issue. However, their complaint is being reported as a malfunction because the two results being compared exceed lifescan's specifications for precision testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/19/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.